Event description:
It was reported the customer was experiencing battery issues with their insulin pump. Customer's mother also reported a blank screen, battery out limit alarm, unexpected restart alarm, and a displayable history failed on start up alarm. The customer's mother was advised to call back when they had the insulin pump present to troubleshoot for the insulin pump. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).